Event description:
Caller reported a malfunction on the pump, specifically noted as malfunction code 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting the malfunction code, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to reach out again if any issues reoccur.